Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the two proglide devices had unspecified failures. Manual compression was used to achieve hemostasis. Post procedure, blood transfusions were given in the catheterization lab in response to blood loss during the closure. The patient did not require transfer or further admission. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.